Event description:
It was reported that pen needle autoshield duo 30gx5mm jp cannula broke. The following information was provided by the initial reporter: the needle npe was broken and was trapped in the rubber of the pen. The nurse in the hospital ward handled this product. This product was used by an hcv-infected patient and can therefore not be returned.

Manufacturer narrative:
H.6. Investigation: one photo was returned from lot. No. 0350746, cat. No. 329705. Visual examination of the returned photo was carried out and a broken piece of cannula stuck in the septum of a pen was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo returned and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle autoshield duo 30gx5mm jp cannula broke. The following information was provided by the initial reporter: the needle npe was broken and was trapped in the rubber of the pen. The nurse in the hospital ward handled this product. This product was used by an (B)(6)-infected patient and can therefore not be returned.